Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x1 rb had leakage. Verbatim: report- incident or problem information: reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2026. Level of harm: no apparent harm - reached the patient/person. Optional report to yes. Incident details: child received a partial dose of pneumo c15 due to ineffective needle. Noted immunization running down infants arm while injecting. When I put safety cover on needle, the needle detached from the hub. Full dose of pneumo c15 given in separate site as per protocol with parents consent. Device information: device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: manufacturer code/model: 305916 serial or lot number: unknown. Supplier catalogue number: 308-305916. Was the device retained? No. Investigation request: expected type of investigation: report history/trend analysis. Clinical contact information manager (cc on final report): filing reference ID: (B)(4).